Manufacturer narrative:
(B)(4). The customer report of a sheath tearing incorrectly was confirmed by a complaint investigation of the returned sample. The customer returned one peel-away sheath for analysis. Signs-of-use in the form of biological material were observed. Visual inspection of the sheath revealed that one side of the extrusion/tab had separated from the assembly. The sheath at the point of separation was wavy and deformed. The sheath extrusion was still molded onto both tabs. It was also observed that the sheath was split down the entire length of the extrusion. The split was not along the perforated edge. Microscopic examination confirmed the damage. Based on the sample returned and the fact that the sheath is a purchased component, this is likely a supplier issue. Further investigation has been initiated under teleflex's quality system to investigate this issue. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
It was reported that: "during the introduction they couldn't tear the sheet cover as easily as usual. Doctor had to use some device to remove cover. It took about 15 minutes" there was no rpeorted patient harm.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that: "during the introduction they couldn't tear the sheet cover as easily as usual. Doctor had to use some device to remove cover. It took about 15 minutes" there was no rpeorted patient harm.